Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a3; b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. The reported is confirmed through evaluation of the returned device. Visual examination of the returned product identified the device shows signs of use as well as wear and tear. The base has several scratches and dents from heavy use. The body has several scratches and dents as well including on the knurled surface of the device. There is wear on the prongs of the device also. There is no visible bend in the device as stated in the complaint. The complaint also states the end cap fractured but the end cap was not returned with the device. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported the impactor fractured when impacting the glenosphere while following the correct surgical procedure. The process of impacting the glenosphere was completed to the surgeon's satisfaction with the instrument. However, it was broken in the process. No broken pieces fell into the patient. And the patient has not experienced any harm due to the event. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): -110028055(791360). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.